Event description:
Customer reported that her blood glucose is fluctuating. The blood glucose reading had gone from 15 to 409 mg/dl. The blood glucose at the time of admission to the emergency room was 15 mg/dl. Customer also states that there was a no delivery alarm during basal, bolus and fixed prime. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).